Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device no longer inflating. The ipp device was removed, and a new device was implanted. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device no longer inflating. It was noted there was no air observed in the device, the pump bulb did not stay flat, there was no fluid loss from the device, and a hole was not observed in the device. The ipp device was removed, and a new device was implanted. There were no patient complications.